Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the observation of calcified body fluid on distal shock coils and on lead tip. Depending on the amount of calcification that was on the lead before it was explanted, the impedance measurement could have been affected. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that surgical intervention was performed to explant this right ventricular (rv) lead due to out-of-range pacing lead impedances greater than 2,500 ohms. A new lead was implanted successfully. No adverse patient effects were reported.